Event description:
It was reported that alarming no disposable clamp tubing was experienced. Air in line unknown. Patient not affected. Rate is 2.5 ml, volume is 13.7 ml, given 101.30 ml. No additional information available.